Event description:
Device issue: stent dislodgement. Time of device issue: during the procedure. Adverse event: stent remains in pt in an unintended site. Onset of adverse event: during the procedure. It was reported that during use of a 3.5 x 19 mm graftmaster stent in the peripheral left superficial femoral artery (sfa), to treat a perforation caused by an atherectomy catheter, the stent slipped off of the balloon in the left mid sfa. The stent was therefore deployed/expanded in the left sfa which was normal tissue. The stent was intended to treat perforation in the left anterior tibial. A second graftmaster 3.0 x 19 mm was used in the peripheral left anterior tibial artery (proximal) for treatment of the perforation, however, while the stent was implanted, the perforation was not sealed and resulted in a av fistula which was treated with medications. One month post procedure, the av fistula was still present, however, it was being treated with medications. No additional event or pt info is available.

Manufacturer narrative:
(B) (4). The device was not returned to abbott vascular for investigation. Based on the review of the lot history record, it can be assumed that the device was in working order and left abbott vascular as per specifications. The inability to cover and or seal the complete perforation can be as a result, but not limited to, physician's technique (selection of device size/type, coronary lesion anatomy (lesion location, tortuosity, presence of calcification), foreign bodies (presence of previously deployed devices) or a pre-dilatation strategy.